Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump experienced a blank display. The customer replaced the battery, and the insulin pump continued working. The customer's blood glucose was unknown. Troubleshooting was done. The customer stated that the insulin pump was neither dropped nor exposed to moisture. The customer confirmed that the insulin pump had been dropped or bumped slightly a couple of times. The customer stated that the battery compartment and spring were neither damaged or corroded. The customer had already inserted a new aaa alkaline battery, and the customer stated that the display returned. Advised customer to monitor the insulin pump. Advised that a replacement battery cap would be sent. Nothing further reported.